Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. The patient was diagnosed with acute myelogenous leukemia (aml) complicated by recurrent admissions for neutropenic fever. They were admitted with altered mental status and vancomycin-resistant enterococci (vre) urinary tract infection. Then, they were found unresponsive with fixed/dilated pupils and not breathing. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), the patient's outcome, and the events leading up to the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient expired. The patient was diagnosed with acute myeloid leukemia complicated by recurrent admissions for neutropenic fever. The patient was admitted with altered mental status and a vancomycin-resistant enterococci urinary tract infection. The patient was later found unresponsive with fixed/dilated pupils and was not breathing. The patient outcome was not considered to be device or therapy related and heartmate 3 lvas, serial number (B)(6) was reported to have been operating as intended. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including other neurological event (not stroke-related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.